Event description:
It was reported that the user received an alert interpreted as ¿empty¿ while the ilet pump still contained more than half a cartridge of insulin, then initiated a supply change after acknowledging a low glucose alert of 65 mg/dl; logs indicated low glucose alerts only and no low- or out-of-insulin alerts, and the user was educated on the difference between glucose and insulin alerts by customer care agent. Investigation of this case revealed user confusion between alert types during the early learning phase, with no evidence of insulin depletion or device malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included self-treatment with oral glucose in the form of coffee with sugar, with no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia despite user education and troubleshooting. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.